Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned in two sections due to a hypotube break at 501 mm from the manifold strain relief. It was noted that the hypotube was kinked at various locations. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention, the stent delivery system (sds) would not cross the lesion. Vascular access was obtained via femoral artery. The de novo, eccentric, 3.5x32mm, 85% stenosed target lesion contained a > 45 and < 90 degree bend and was located in the moderately calcified and non tortuous left anterior descending (lad) artery. A 6f guide catheter and a non-bsc guide wire was used to cross the lesion. The lesion was predilated with an unspecified balloon catheter. Residual restenosis was 40%. A 28 x 3.50mm taxus liberté sds was advanced and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed hypotube break.